Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Manufacturer narrative:
Date of event date: (B)(6) 2015. Date received by MFR date: 07/17/2015. Conclusion / root cause: this da to mc board cable rev e was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm.